Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5071-53 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead has high pacing thresholds. The lead remains implanted. No patient complications have been reported as a result of this event.